Event description:
The customer reported false negative results with a sample containing anti-e while performing antibody screen testing on the ortho provue analyzer. One antigen e-positive unit and one antigen e-negative unit were transfused to the pt. The pt did not exhibit clinical symptoms of a transfusion reaction, however, the pt was dat positive post transfusion. Elution was performed and anti-e was identified.

Manufacturer narrative:
The customer reported false negative results with a sample containing a weak anti-e while performing antibody screen and identification testing on the ortho provue analyzer. Anti-e was identified in the post transfusion sample. The pre-transfusion sample was retested at that time with the same lot of gel cards and a different lot of reagent red blood cells and a 1+reaction was obtained for further evaluation. A return sample is being shipped to mts for further evaluation. A review of instrument status with the customer indicates the instrument maintenance is up to date and qc results are acceptable. The customer stated that they follow the package insert and maintain products at appropriate storage conditions. Based upon the available info, provue malfunction cannot be ruled out. Therefore, event is reportable.